Event description:
It was reported that a deep brain stimulation (dbs) patient experienced redness and swelling on their implantable pulse generator (ipg) site and was admitted to the emergency room (ER). The patient underwent an exploratory procedure where the physician made an incision at the ipg site, cultures were taken and the results were negative for infection, however it is unknown what caused the swelling and redness. The physician washed out the ipg site and closed the incision. The patient did well post-operatively.